Event description:
It was reported that during a routine realize band adjustment using fluroscpy, the surgeon could not get the fluid to go in the port. Additional evaluation was done and the surgeon noticed that the tubing was kinked. The surgeon tried to explant the port and the hooks would not retract. The surgeon bovied the port out and placed a new port in another area. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken links. Biological debris impeded hook retraction the injection port with 5cm of catheter was returned for analysis. The port was returned with the hooks deployed. The actuator ring was in unlocked position. Twenty punctures were observed on the septum and two scratches were observed on the actuator ring. Biological debris was observed in the mechanism. A leak test and blockage test was performed with successful results. The actuator ring was rotated without any difficulty. The hooks deployed but did not retract during manual actuator ring rotation. One hook was observed broken. The port was dismantled and significant biological debris was observed in the mechanism and four links were broken. All broken pieces were found during investigation. Excess of force during port removal may have caused the link and hook damage. In addition, a review of the instruction for use indicates that if biological debris impedes the ability to rotate the actuator ring and retract hooks, the port may require dissection from the fascia for removal. During the visual observation, a slight bend in the tubing was observed, however this did not impede the band inflation. A DHR review was conducted and no non conformances relevant to the complaint were observed during the manufacturing process.